Event description:
The filterwire ex embolic protection system was used as part of a coronary stent implant procedure in a saphenous vein graft. The filterwire system successfully crossed the target lesion site and was successfully deployed. A 4.5 mm ultra stent was implanted without problem. Following balloon deflation, the physician injected contrast media into the graft and noted dye extravasation (perforation) at the stent site. The pt was taken to the or where pt later expired.

Event description:
The filterwire ex embolic protection system was used as part of a coronary stent implant procedure in a saphenous vein graft. The filterwire system successfully crossed the target lesion site and was successfully deployed. A 4.5mm ultra sent was implanted without problem. Following balloon deflation, the physician injected contrast media into the graft and noted dye extravasation (perforation) at the stent site. The pt was taken to the operating room and later expired.